Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device is missing the silver ring. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation, conclusion: the device has been scrapped by the manufacturer.